Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/06/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both blades. 5 black suture holders were observed to be detached from both blades. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was confirmed. A manufacturing engineering evaluation was conducted on 04/13/2026. A visual inspection was conducted.signs of clinical use and evidence of blood was observed on both the left and right blades. 5 black suture holders were observed to be detached from both blades. No other visual defects were observed. A visual inspection was conducted of the seated suture holders in the left and right blades. It was observed that all the suture holders still seated in the blades were oriented correctly and were inserted to full depth. Based on the visual evaluation, the reported failure "detachment of device or device component" was confirmed. The lot # 3000516686 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Initial reporter exceeded character limitations: (B)(6). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the black insert on the acrobat-I stabilizer detached from its position. The issue happened intraoperatively before the retractor was removed : after the off-pump procedure was done. The detachment occurred while placing a suture in the designated area for retraction. The insert that detached fell to the floor and was discarded into the trash. Another device was opened to complete the procedure. A minimal delay occured. No harm to the patient. Based on the photo provided by the complainant the black insert is observed to be detached from the blade.